Event description:
It was reported the patient expired in 2010 "about the same time the carelink transmission was sent." The pace/sense impedance was 1425 ohms at that time and no episodes were collected by the device at that time. Follow up with manufacturer's representative reported patient had been seen by the physician the day before he died and was not doing well - "sort of a failure to thrive." There was no vf/vt on the carelink transmission. It had previously been alleged by attorney in 2008 that the patient had "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish" due to the lead. There is no allegation from a hcp of device or lead relatedness to the patient's death. The cause of death was requested and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.